Manufacturer narrative:
(B)(4). The actual device has been received and the investigation is on going at this time. A follow up report will be provided when the inspection results become available. (B)(4).

Manufacturer narrative:
(B)(4). The actual device was not returned for evaluation. Without the actual device, a thorough investigation could not be performed however, the pump involved in the reported event was returned for evaluation. It was noted on the pump that there was evidence of fluid damage on the p2 connector on the back of the pump at the ac connection of the pump to the power supply. Based upon the results of the evaluation, this event is attributed to fluid damage. Per the IFU for the space pump, it is stated to not spray directly on the pump and to allow the device to dry for at least twenty minutes prior to use. The pump involved in the event was reported under MDR # 2523676-2015-00182.

Event description:
As reported by the user facility: ref #8713050u serial #(B)(4). Reports while power cord, ref# 8713112d serial #(B)(4), plugged in and connected to pump...p2 connector shows visible thermal damage and battery depleted. (Report #(B)(4) corresponds to product 8713050 serial #(B)(4)).